Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that 42 months post stent graft implant the patient had aneurysm enlargement from a type 2 endoleak that could not be resolved. The physician elected to explant the stent graft . It was reported that there was no device failure. The explanted stent graft was retained by the user facility. No additional clinical sequelae were reported and the patient is fine.